Manufacturer narrative:
Investigation summary: bd had not received any samples or photos for investigation. During the inspection, a total of (B)(4) retained samples were examined, and no issues were identified. Additionally, 10 retained samples were inspected with no visible defects. Functional tests were performed on these 10 retained samples, and all samples were found to be within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: overfill. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, an unspecified number of tubes overfilled resulting in sample recollection. No adverse impact was reported regarding the patient or user.